Event description:
A flexiva ID laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. This event was reported by a bsc sale rep. The reported healthcare facility is: (B)(6). (B)(4). Investigation results: the returned flexiva ID laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 313.3 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3.9 mm and appeared to have degradation. A functional evaluation revealed that there was no light from the sma connector, indicating that there was a fracture within the connector. No other problems with the device were noted. The fracture within the fiber connector could have been likely cause by procedural handling of the fiber during setup or use. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.